Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "IV tubing connected to orenica infusion leaked. Patient involvement: yes; death/serious injury: no; human harm: no; delay in therapy: no; medical intervention needed: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "IV tubing connected to orenica infusion leaked".